Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The patient reported infusion set was in use for 1.5 days and fell off while in use. The blood glucose level of the patient was 210 mg/dl. The patient resolved issue by replacing infusion set and resumed insulin successfully. No further information available.